Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error and squirts insulin during priming. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that reservoir compartment was broken and backlight buttons cannot be read and also stated that insulin pump had to rewind more than once. The customer also reported that insulin pump had grinding noise during rewind and no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08760 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed back light check. No back light anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly, drive or motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted during testing. The motor was tested outside of the device and passed. Device was monitored for 2 days. No e23 alarm or e67 alarm noted. No broken reservoir tube lip noted. No damage noted on the keypad overlay. Device had cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.